Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating and alarming. The logs contain low and high oxygen concentration alarms there was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The o2 gas module and the air gas modules regulate the inspiratory gas flow to the patient. The expiratory cassette is measuring the expiratory flow and the control pcb is regulating the breathing patterns for different ventilation modes. The reported alarm for low o2-concentration was not reproduced during test of the returned o2 gas module and air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs are confirming the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.